Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused heamaturia and chronic kidney disease. The patient did not report to receive any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused heamaturia and chronic kidney disease. The patient did not report to receive any medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found inside of the device was very dusty. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 2 errors. The device was applied power and the device operated properly. The manufacturer concludes contamination of dust found were external to the device. The manufacturer concludes there was no evidence of sound abatement foam degradation. In this report, section d9, g3, h3, h6 has been updated or corrected.